Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted on (B)(6) 2016: 39565-30 stim; 3708140 neuro; 3708140 neuro, implanted on (B)(6) 2008; 37712 stim implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pre-syncope and a fall. It was noted that the right atrial (ra) lead exhibited undersensing that could affect mode switch operation and low p-waves. The lead remains in use. No patient complications have been reported as a result of this event.